Event description:
Baxter reported " this is a spontaneous report received from a pharmacist concerning a patient who received oliclinimel via homerun 6060 pump. The oliclinimel bag and the infusion lines were completely emptied, the homerun 6060 pump, however, did not give any alarm signal due to empty or air filled line. The pump was exchanged twice but the other 2 homerun pumps still did not give any signal. The nurse then recognized that the volume of the oliclinomel bag 3,4 % 1500ml, ch-b, 0401758 was defiitely less than 1500 ml. The pump was stopped just in time by the patient or nursing staff before air was infused.